Manufacturer narrative:
Correction: during follow up, it was clarified that the twist clamp of the minicap transfer set was closed when it was pressed hard. Based on additional information received, the minicap transfer set was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a minicap transfer set was ¿not completely tight¿. This was further described as there was ¿a gap of about 2 to 3 mm¿. This was identified after use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.